Event description:
It was reported that the customer's insulin pump was damp where the reservoir goes in. The customer's insulin pump was vibrating without an alarms, and then the customer received a bad battery message. The customer was then treated with a manual injection. The day prior the customer experienced low blood glucose levels of 20 mg/dl while at school. The customer's blood glucose at the time of the call was 304 mg/dl. Troubleshooting was done for a failed battery test alarm. Advised that if the alarm was not cleared then it would recur with each new battery inserted. The customer did not receive the alarm again. Advised that a replacement battery cap would be sent. The customer also mentioned air bubbles the size of tiny soda bubbles in the tubing. Troubleshooting was done. Advised to call back if further problems developed. The customer declined troubleshooting for low and high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.